Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was leaking. Customer's blood glucose level was in the 150's mg/d. Reportedly, the customer was able to load another cartridge to resolve the issue.